Event description:
The customer reported that the system was displaying intermittent communication errors. This error will likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib power supply voltage was adjusted and several circuit boards were reseated. The system was then found to be operating as intended.